Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and unspecified pacing impedance anomalies. A chest x-ray was performed and the lead was observed to have dislodged. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.